Event description:
Plaintiff alleges latex sensitization and as a result has sustained serious and permanent injuries and loss of enjoyment of life. Further alleges experiencing asthma, severe recurring rashes on the face, arms and hands, contact dermatitis, and difficulty breathing. Plaintiff's significant other alleges loss of consortium including companionship, affection, support and solace and was caused to suffer a loss of enjoyment of life.